Event description:
It was reported that the patient presented in clinic with frequent periods of presyncope. Upon interrogation, the pulse generator exhibited intermittent capture due to varying thresholds. The device was reprogrammed. The patient felt better following reprogramming and would continue to be monitored.